Manufacturer narrative:
A ge service representative performed an on site investigation. The box could not be replaced. The system is at end of life and was not repaired during the service call.

Event description:
The customer reported that the stenoscop system cable to the c-arm box was faulty. No patient injury was reported.